Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the battery in a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event. The customer reported that this issue was resolved and the ventilator is back in service. The battery had been removed by the customer.